Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was had a low blood glucose but not hospitalized. The customer's blood glucose level was 50 mg/dl. The customer was treated with food. The patient was not admitted as an inpatient for medical treatment. The customer stated that the recent set change was (B)(6) 2015 unknown. The troubleshooting was performed. The customer was advised to speak with healthcare provider regarding the low blood glucose. The patient was advised to monitor the insulin pump and call back if issues persist. The customer was advised to change tubing.